Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections a1, a5, a6, b2, b5, b6, b7, and g3 with the additional information that was received on the uf medwatch report . Also to correct the patient's age in section a2 as it was initially reported at a 56 year old, however confirmed to be a 59 year old.

Event description:
Terumo medical received a user facility medwatch report #(B)(4) on(B)(6)2019. The event description states: "59 y/o female underwent peripheral vascular intervention via radial artery approach. Upon completion of the procedure, the sheath became stuck in the radial artery, and upon multiple attempts to retrieve the sheath, it fractured into several pieces, requiring vascular surgery intervention for inter-position reverse saphenous vein graft between the brachial artery and its distal end. Dissection of left radial artery, direct repair of left common femoral artery, and left forearm fasciotomy, with thromectomy of proximal and distal brachial artery, and proximal and distal angiograms."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an issue with removing the destination slender sheath once the peripheral superficial femoral artery (sfa) intervention was completed. The sheath would not come out of radial artery. An attempt to sedate with anesthesia was performed and the doctor tried to again to remove the sheath. The coil braid came out and cut the glove of the doctor. The patient started to code, however the patient was revived and sent to the operating room. A brachial bypass was performed, and the sheath was removed. The sheath had broken in seven places and is in pathology. The patient was stable but in recovery. Per the facility the surgeon may follow up on arm concerns of possible amputation.